Event description:
It was later noted that another right ventricular lead was returned to the manufacturer after being explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the inner insulation due to metal ion oxidation. Concomitant product: d154vwc ICD, implanted: (B)(6) 2008. (B)(4).